Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo was notified of an incident involving a system 2000 bathtub. It was indicated that the bathtub tilted and tipped forward. The patient was out of the bath at the time of the event. No injury was reported. The inspection of the device performed by an arjo technician showed that the front feet of the bathtub were off their mounts. As a result, the bathtub fell from the height of the feet. It was indicated that three days earlier, an arjo technician had performed a repair on this bath. To facilitate water evacuation, he adjusted the bath feet but did not notice that he had reached the height limit and that the feet screws were no longer engaged.

Manufacturer narrative:
Arjo was notified of an incident involving a system 2000 bathtub. It was indicated that the bathtub tilted and tipped forward. The patient was out of the bath at the time of the event. No injury was reported. Based on the information gathered, 3 days before the event the arjo technician had performed a repair on the involved bath to facilitate water evacuation. He adjusted the bath feet but did not notice that he had reached the height limit and that the feet screws were no longer engaged. The system 2000 maintenance and repair manual (09.ar.07-14en) includes the service procedures which instruct that the following actions must be carried out by qualified personnel, using correct tools, arjohuntleigh specified parts and knowledge of procedures: - "sp2. Check all vital parts for corrosion and damage. (...) Check: (...) Legs". - "sp3. Check mechanical attachments (...) Check: (...) Tub feet". Additionally, the assembly and installation instructions for system 2000 bath (06.ar.15-27) included drawings and states: - "caution: the distance between the floor and underside of leg must not exceed 70 mm". In summary, it can be concluded that the reported incident (device tipped to the side) was a result of failure to follow the system 2000 service and assembly instructions. The system 2000 bath did not meet its performance specifications due to the feet screws not being connected. The device was used for a patient treatment. However, the patient was outside of the bath when the event occurred. This complaint was decided to be reportable to the competent authorities due to device tipping during use.